Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of over 600 mg/dl. The customer reported that the insulin pump was under delivering. The customer treated with the insulin pen and insulin drip in hospital. The customer had been using the insulin pump within 48 hours of the high blood glucose. The device will not be returned for the analysis.